Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the implant was not working for the past two days and that water was just coming out. Patient had tried increasing stimulation to 3.5 on their current program and stated that they could feel stimulation comfortably, but did not seem to be helping. It was noted that patient's husband did adjustments on their device. No further complications were reported.